Event description:
It was reported that post a stenting treatment procedure, stent thrombosis occurred. The 100% stenosed target lesion was located in the proximal left anterior descending artery (lad). The lesion was predilated with a 2.5x8mm non bsc balloon which was inflated three times at 6atms for 5 seconds and then at 8atms for 5 seconds followed by two inflations at 9atms for 5 seconds. A 3.0x28mm ion stent delivery system (sds) was then deployed in the lesion at 12atms for 8 seconds, followed by 3 inflations at 16atms for 10 seconds. A 3.25x20mm non bsc balloon was inflated in the deployed stent at 16atms for 10 seconds. A 3.50x20mm non bsc balloon was then advanced for post dilation and was inflated at 12atms for 10 seconds. The procedure was successfully completed with timi 3 flow and excellent angiographic results; however, it was noted that the patient received 0.6mg of atropine during the case due to transient fleeting bradycardia and 100 mcg of neo-synephrine after the lad was re-canalized due to transient hypotension. The patient was taken to recovery and was given angiomax and 60mg of prasugrel. One hour and 20 minutes later, it was noted that the lad "shut down" and was 100% thrombosed and the patient was taken back to the cath lab with chest pain and st elevations. The patient was given angiomax and a 3.0x15mm non bsc balloon was inflated in the lesion at 8atms for 5 seconds and 10atms for 10 seconds. A 3.5x20mm non bsc balloon was then inflated in the lesion at 18atms for 5 seconds followed by a 3.75x20mm non bsc balloon which was inflated at 14atms for 5 seconds, 16atms for 5 seconds and 18atms for 8 seconds. A 4.00x12mm non bsc balloon was then inflated in the lesion at 12atms for 5 seconds and 15atms for 5 seconds. The thrombosis was successfully treated with timi 3 flow post procedure. No additional patient complications were reported and the patient's current condition is stable.

Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).